Event description:
It was reported that the patient experienced withdrawal symptoms, including increased pain and "sickness" on (B)(6) 2012. The physician believed that the patient was symptomatic of a catheter occlusion. It was indicated that the patient would have the entire device system replaced. Prior to replacement, it was noted that the patient was doing well. The outcome of the patient was not provided. The drug delivered via pump was dilaudid.

Manufacturer narrative:
Product ID: 8711, lot#: j11174r01, implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported that the pump and catheter were explanted on the date of this report. The catheter was removed due to break/tear/hole. The pump was removed to avoid in-vivo battery depletion. The patient experienced withdrawal symptoms and it was determined to be a catheter issue. The patient had no injury and recovered without sequela.

Manufacturer narrative:
(B)(4): analysis of the pump found no anomaly.